Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city), d4 (unique identifier (UDI) #), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. Functional testing found that the handle initialized after being fully charged on a rpa charger running v16 software. The handle had 143 of 300 procedures remaining. The handle was noted to be running v29.3 software. The open jaw switch was not working after connecting a clamshell, adapter and loading unit to the handle. The rear handle housing was removed and no damage was found on the circuit boards or connecting flex circuits. The open jaw switch connections were probed at the adapter switch board connection using a multimeter. The open jaw switch showed no drop in voltage when closed. It was reported that the instrument was locked on tissue, the button was broken and it was difficult to retract the knife blade. The reported issues were confirmed. The most likely cause was component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (serial#:(B)(6), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:n4g1762y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a low anterior resection procedure, that the two power handle's up key in the joystick was not working, making it unable to unclamp or retrieve the blade after firing. The issue was resolved by replacing the device with a manual stapler. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the observed unresponsive button has been attributed to a switch component failure.